Event description:
A resident inserted the device for peripheral access in a pt with a lot of scar tissue. After the guide wire was advanced, the catheter could not be inserted. It was decided to withdraw the entire device but difficulty was encountered. It was suspected that the scar tissue was causing the difficulty. A cut-down procedure was required to remove the device. There were no pt complications.